Event description:
On (B)(6) 2024, during follow-up for a separate issue, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2024 for low blood pressure. In additional follow-up, the patient¿s pd nurse stated the patient has pre-existing low blood pressure and is prescribed midodrine. Additionally, the nurse reported that patient has ongoing persistent low blood pressure and this is symptom that is not associated with pd treatments. The nurse provided that the patient began dialysis on (B)(6) 2024 as part of palliative care as the family decided against hospice at that time. The nurse stated the patient has been in overall health decline. On (B)(6) 2024, the patient was hospitalized for low blood pressure. The patient remains hospitalized, and the family is discussing hospice currently due to patient¿s overall health status. The nurse confirmed that the event is not related to fresenius products or dialysis.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
On (B)(6)2024, during follow-up for a separate issue, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6)2024 for low blood pressure. In additional follow-up, the patient¿s pd nurse stated the patient has pre-existing low blood pressure and is prescribed midodrine. Additionally, the nurse reported that patient has ongoing persistent low blood pressure and this is symptom that is not associated with pd treatments. The nurse provided that the patient began dialysis in (B)(6)2024 as part of palliative care as the family decided against hospice at that time. The nurse stated the patient has been in overall health decline. On (B)(6)2024, the patient was hospitalized for low blood pressure. The patient remains hospitalized, and the family is discussing hospice currently due to patient¿s overall health status. The nurse confirmed that the event is not related to fresenius products or dialysis.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.